Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar is separated and the ptfe (polytetrafluoroethylene) is still holding the two ends together. Microscopic inspection revealed no additional damages.

Event description:
Reportable based on device analysis completed on 13jan2021. It was reported that the guide catheter was kinked. The diffused stenosed target lesion area was located in a tortuous middle and distal left anterior descending artery. A 145, 5-in-6 guidezilla catheter-guide extension was selected for use in a percutaneous coronary intervention. During the procedure, the guidezilla was advanced. However, the guide catheter was kinked. Subsequently. The device was withdrawn. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed a separated collar.